Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a cardioversion procedure. Prior to procedure, and interrogation performed, and it was discovered that the implantable cardioverter defibrillator exhibited loss of capture and far r oversensing. Programming changes were performed. The patient was in stable condition.